Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. The system was delivering hydromorphone 3 mg/ml, 2.797 mg/day bupivacaine 30 mg/ml, 27.972 mg/day clonidine 200 mcg/ml, 186.48 mcg/day baclofen 100 mcg/ml, 93.24 mcg/day.

Event description:
Additional information later received reported that the motor stall started at 14:35 and ended at 14:56.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The indications for use (IFU) were noted as malignant pain and cervical cancer. The pump programmer report revealed a pump motor stall with recovery. There was no documentation of a magnetic resonance imaging (MRI) procedure on the date of the stall. The severity of the event was reported as mild and didn't interfere in a significant manner with the patient's normal functioning level. No patient symptoms were reported. The event reportedly resolved without sequelae on (B)(6) 2014. Additional information regarding the length of the stall, symptoms, and medication information have been requested; a follow-up report will be sent if additional information is received.